Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 130 mg/dl. Customer stated that the contacts on the battery cap were damaged. Customer requested to have the pump replaced. Customer will need to be followed-up on. No further assistance needed.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with normal operating currents, no blank display noted and no moisture damage on the electronics noted. The insulin pump has stripped battery cap coin slot, cracked display window, cracked case at display window corners, broken belt clip slot, broken reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.